Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room multiple for anxiety. The implantable cardioverter defibrillator could not be interrogated remotely nor in person. The patient mentioned that the device had been deactivated earlier in the year because the patient did not want to receive shocks from the device. Premature battery depletion was suspected. It is unknown if there was a battery performance alert. It was further noted that the patient was noncompliant and was lost on follow-up. The patient was discharged. Device replacement was discussed.